Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted in this patient: tg4020.

Event description:
In 2007, a patient was treated with the gore tag thoracic endoprosthesis for a dissection of the thoracic aorta. A follow up CT approx three months later, was unremarkable. After this appointment, the patient presented with complaints of epigastric pain. Another CT taken approx two months later revealed an aortic dilation distal to the implanted tag device. A second procedure was successfully performed the following month, using a second tag device. The patient tolerated the procedure and was discharged three days later.